Event description:
It was reported that a patient experienced a break in aseptic technique (details not reported) during peritoneal dialysis (pd) therapy, which resulted in bacterial peritonitis. The patient was hospitalized for the event and discharged after two weeks. On an unreported date, the patient was treated with vancomycin (dose, frequency and route of administration not reported) peritonitis. The patient was retrained on proper aseptic technique. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was hospitalized in (B)(6) 2014. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.